Event description:
It was reported that the patient would be seen by the physician due to possible vocal cord paralysis. The physician was going to see the patient and consider programming the device off. It was reported that the patient is on high settings and has done well up until now. It was later reported that the patient has throat cancer and that he is in the hospital. Attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
.